Event description:
It was reported that during a da vinci-assisted surgical procedure the harmonic ace instrument had a broken tip. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "tip could be possibly broken". For clarification, the instrument was found with a broken curved blade. A broken piece, approximately 0.34" x 0.10" was not returned; material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.